Manufacturer narrative:
The product is not expected back for an investigation. The product has been disposed of. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An individual reported a customer obtained lower scanned values while using the adc freestyle libre sensor. On (B)(6) 2019, the customer obtained a scan of 10mmol/l (180mg/dl) compared to a blood glucose of 42mmol/l (756mg/dl) and was admitted to the intensive care with the diagnosis of dka. There was no report of death or permanent injury associated with this event.

Event description:
An individual reported a customer obtained lower scanned values while using the adc freestyle libre sensor. On (B)(6) 2019, the customer obtained a scan of 10mmo/l (180mg/dl) compared to a blood glucose of 42mmo/l (756mg/dl) and was admitted to the intensive care with the diagnosis of dka. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.